Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
During unloading of the alinity m instrument from a shipping truck, the field service engineer (fse) injured his leg. Platform from the truck was lifted down on the fse's leg. An x-ray was done the same day, and there was no brake, just scratching. A magnetic resonance imaging (MRI) was done on (B)(6) 2022, and the fse had a displaced fracture. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Investigation into this complaint included a supporting information review, quality data review, service history review, and complaint history review . The results of the investigation are summarized as follows: service history review: alinity m system (ln 08n53-02, sn (B)(6)) was installed at the complaint customer site in warszawa poland on 2 march 2020. A review of all service tickets for this instrument system was performed to identify any additional tickets related to personal injury. No additional complaints were identified. Supporting information review: ainity m service manual 54-608001/r4 april 2022, was reviewed. Review concluded the manual identifies: o general safety rules o physical hazards quality data review: a search of non-conformance and CAPA records was performed for instances where an fse injured their leg while unloading an alinity m system . The query revealed no related issues associated with base list number 8n53-02 and the reported issue. Complaint history review: a complaint search was performed to identify past pre complaint tickets for any instances of personal injury where an fse injured their leg unloading an alinity m instrument system base list number 08n53-02. The complaint history review showed that, in the two years prior to the entry date of the complaint ticket under investigation, there were no other complaints found to document an event related to personal injury where an fse injured their leg unloading an alinity m instrument system base list number 08n53-02. Based on the results of the investigation, a product deficiency has not been identified for the alinity m system, ln 08n53-02.